Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the peripheral post of a size 4 glenoid trial broke during removal from bone, and the broken piece was retrieved. Attempts have been made and no further information has been provided.